Event description:
It has been reported to philips that fluoroscopy was stopping. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was outside of clinical use. Philips remote service engineer (rse) connected with the customer and found that the fluoroscopy was stopping. Review of system log file shows geometry error and control active at startup. The rse found that the joystick was active in the user console during bootup and for safety reasons all movements were prevented. The philips engineer performed a full shut down and suggested to customer to ensure nothing laying against joystick during boot cycle. After complete shutdown, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m20 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m20 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.